Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that on (B)(6) 2019, they were feeling unwell. A fingerstick reading was taken and the blood glucose meter (bg) read 2.7 mmol/l while the continuous glucose meter (cgm) read 10 mmol/l. Patient treated herself by consuming honey. At the time of contact, the patient was in good condition. The reported allegation falls within the c zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.